Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, upon further review of the complaint, it was reported that the patient did not go into the doctor's office, the patient called the doctor. The doctor prescribed flonase to apply onto the skin prior to insertion and the patient stated that it seemed to be working well. Photographs were also provided. A review of the phograph confirmed the reported event of a skin reaction. No further patient or event information is available.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located all around the patient's waistline, from their spine to their belly button, on both sides. Patient stated that they experience reactions about once a month and they have become progressively worse. Patient stated that the sensor patch adhesive is eating the skin and leaving it raw, red and inflamed. Scabbing and redness on the abdomen are visible, and itching occurs 12-24 hours after sensor insertion. Patient has tried treating the affected area with neosporin, ultra-healing baby lotion, oatmeal lotion, vitamin e, and a hydration cream. Patient stated hydration cream has worked the best. On (B)(6) 2016 patient was at their quarterly check-up and their doctor questioned the skin reaction/scabbing and took pictures. Doctor did not prescribe any medication or topical treatments but recommended that the patient contact dexcom. At the time of contact, the patient was fine but reaction was still sore, tender and warm with redness. No additional event or patient information was provided.